Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6). The returned trapezoid basket was analyzed, the sheath was bent and the side car rx is push back. Visual evaluation noted that the basket was in good condition with the tip attached and the sheath was bent. A dimensional inspection noted that the side car rx was pushed back approximately 1.0mm, which is out of specification. The device was also used past the expiry date of (B)(6) 2022. The reported complaint was not confirmed, it is possible that the technique used, tortuosity or the patient's anatomical conditions could have affected the functionality of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label..

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and lithotomy procedure performed on (B)(6) 2022. During procedure, the basket failed to open. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be stable. Investigation results revealed the side car - rx was pushed back; therefore, this is now an MDR reportable event (see block h10 for investigation details).